Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed inside the patient line of an amia cassette. The pm was further described as black burn-like matter inside the patient line. This was discovered while assessing the cassette before connecting for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.